Event description:
It was reported that the devices gave a solid tone. The customer used another like device to complete the case with no patient consequences.

Manufacturer narrative:
Three devices (a-c) were returned for analysis. Device a was returned with the blade scratched. Devices (b-c) were returned with blade scratched and cracked. Due to the damage to the blade, it was confirmed that the devices were non-functional. A solid tone was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with all metal or plastic instruments or objects when the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades, which may be identified by generator solid tone or instrument error." Each device is visually inspected and fully tested prior to shipment, and damage to this magnitude would have been detected at this process. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Device b and c additional information: batch# c9cr2j, expiration date: 07/2011, manufacturing date: 08/2006.